Event description:
The customer reported to olympus that evis exera iii video system center displayed a communication error (b30) and e216. The device was switched out and the therapeutic procedure was completed with no further sequalae. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, the reported phenomenon (b30 and e216 error) was not able to be duplicated. Upon inspection it was found a worn scope socket connector, which can potentially cause the phenomenon. It was also noted cosmetic wear and tear on the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon is due to wear of the connector socket, but the cause could not be identified due to the fact that the phenomenon was not reproduced. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.